Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete patient information: patient identifier: (B)(6). There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18.

Event description:
The customer reported (B)(6) prism (B)(6) results on one patient during a comparison study between the (B)(4) s system and the roche cobas e801 system at (B)(6). The sample (B)(6) was collected by (B)(6) and tested at (B)(6) on (B)(6) 2018 generating roche cobas anti-hcv assay=(B)(6). (Repeat reactive) / (B)(4) s (B)(6) prism hcv at (B)(6). Confirmatory testing was initiated at (B)(6) with a (B)(6) result for (B)(6), but showing a weak band in the inno-lia (B)(6) score (fujirebio).

Manufacturer narrative:
The lot number has been corrected through out the information below from the incorrect 82291li00 to the correct 82297li00. Correction to section d. Suspect medical device, 4. Lot number from unknown to 82297li00. A review of tickets found no additional complaints for lots 84277li00 and 82297li00 no trends were identified for false nonreactive hcv results. Return testing was not completed as returns were not available. Sensitivity testing was performed with retained kits of prism hcv, list number 6a52-48, lot numbers 82297li00 and 84277li00 with replicates of the positive run control. All results were within specifications. Additionally, two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9047) were tested and results were compared to prism hcv test results provided by zeptometrix. The reagents detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the prism hcv reagent lots 84277li00 and 82297li00.

Manufacturer narrative:
Suspect medical device, 4. Lot number from unknown to 82291li00. A review of tickets found no additional complaints for lots 84277li00 and 82291li00 no trends were identified for false nonreactive hcv results. Return testing was not completed as returns were not available. Sensitivity testing was performed with retained kits of prism hcv, list number 6a52-48, lot numbers 82297li00 and 84277li00 with replicates of the positive run control. All results were within specifications. Additionally, two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9047) were tested and results were compared to prism hcv test results provided by zeptometrix. The reagents detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the prism hcv reagent lots 84277li00 and 82291li00.